Event description:
It was reported that this pacemaker device exhibited loss of capture (loc) on the right ventricular (rv) channel. The boston scientific representative stated that the patient had multiple pauses and many of them were greater than 2 seconds. Upon review of the stored rythmiq episodes, there were similar pauses with vp markers but no visible ventricular response on ventricular electrogram (egm). All other lead measurements were within the normal range. Technical services (ts) reviewed the data and stated that this could be due to rythmiq function and there was loc also seen on one of the rythmiq event. The auto threshold appeared to be turned off and it's fixed at 4v. Ts recommended x-ray imaging and further lead testing. This device currently remains in service. No adverse patient effects were reported.